Event description:
Dr. & staff noticed ribbon distal segment of wire having an uncovered portion 15mm back from distal tip of wire, preceded with that wire for case. Pre-dil stented -post dil. Completed case and everything removed. Nothing left in patient. They were discharged -no injury recovered in normal fashion.